Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in the clinic, atrial lead noise was seen in auto mode switch episodes. The lead was capped and replaced during routine device change out procedure on (B)(6) 2019. The patient was in stable condition.